Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6 product was returned and evaluated. Visual examination of the returned product identified that the fractured hex head of device was not present for evaluation. Device was fractured at the hex headed end. No other damage was noted during visual evaluation. The features of the fracture surface visually align with a torsional fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery that the tip of the hex driver broke off. There was no patient harm or impact. The surgery was completed with a different drive after the primary drive broke.